Event description:
Journal of bone & joint surgery jbjs.org, vol. 89-a, no. 3, march 2007 furnes, b., et al information was received based on review of a journal article titled, "failure mechanisms after unicompartmental and tricompartmental primary knee replacement" which aimed to compare the early failure rates and failure mechanisms of primary cemented unicompartmental knee replacements with those of primary cemented tricompartmental total knee replacements using the oxford implants manufactured at biomet. The study was conducted over a period of ten (10) years (january 1994 through december 2004) and involved two-thousand two-hundred eighty-eight (2288) ukas. The journal article reports a survival rate for the oxford uka at 91.1 percent, and a relative risk of revision at 1.8. The authors of the study conclude that the survival of cemented unicompartmental knee replacements is inferior to that of cemented tricompartmental total knee replacements in all age-categories.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by furnes o et al. In j bone joint surg am. 2007 mar;89(3):519-25. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.